Manufacturer narrative:
The 510 (k) # is k011479. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The reporter contacted lfs (B)(4) on (B)(6) 2011 alleging missing segments on her daughter's one touch ultra meter. The alleged issue with the meter began approximately 6 months ago. Due to the alleged issue she has been unable to test her blood glucose. On (B)(6) 2011 at 12:00pm, while the patient was at school, she developed symptoms of trembling all over and experienced a headache. That morning at 8:00am, she had taken her normal dosage of insulin (22 units). The patient went home at 12:30 pm and tested on her grandmother's ultra meter and obtained a 45 mg/dl. At 1:30 pm she ate lunch and her symptoms went away after eating. She did not retest or contact her physician for assistance. The products were replaced. The complaint is being reported since the reporter alleged that due to the alleged issue, with the meter, her daughter was unable to test and later developed symptoms suggestive of hypoglycemia and had to self-treat with food.